Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: product removal date: approx (B)(6) 2018. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-jul-2021: summons received. Reporter information, patient middle name, address, dob, product insertion date, rcc, product removal details added. Event: adverse event nos updated to event: medical device removal. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C40060) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "inability to tolerate the device". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic or hypersensitivity reaction,") and dyspareunia ("dyspareunia"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: product removal date: approx (B)(6) 2018. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-nov-2021: previously reported event medical device removal updated to pain. New events abnormal bleeding, inability to tolerate the device, allergic or hypersensitivity reaction and dyspareunia were added. Essure lot number and removal details ere added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. C40060). Additional non-serious events are detailed below. Product or product use issues identified: patient-device incompatibility ("inability to tolerate the device"). The patient had a medical history of intermenstrual bleeding. Previously administered products included: mirena. As concurrent condition the report mentioned migraine. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic or hypersensitivity reaction,") and dyspareunia ("dyspareunia"). The patient was treated with surgery (salpingectomy). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered dyspareunia, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure administration. The reporter commented: product removal date: approx : (B)(6) 2018. Essure removal date discrepancy noted: (B)(6) 2018. Batch no: c40060. Production date: 2014-03-31. Expiration date: 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-jun-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: product removal date: approx (B)(6) 2018. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. C40060). Additional non-serious events are detailed below. Product or product use issues identified: patient-device incompatibility ("inability to tolerate the device"). The patient had a medical history of intermenstrual bleeding. Previously administered products included: mirena. As concurrent condition the report mentioned migraine. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic or hypersensitivity reaction,") and dyspareunia ("dyspareunia"). The patient was treated with surgery (salpingectomy). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered dyspareunia, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure administration. The reporter commented: product removal date: approx (B)(6) 2018. Essure removal date discrepancy noted: (B)(6) 2018. Batch no: c40060. Production date: 2014-03-31. Expiration date: 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-may-2023: new lawyer's repórter, annex f of international medical device regulators forum updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C40060) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "inability to tolerate the device". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic or hypersensitivity reaction,") and dyspareunia ("dyspareunia"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: product removal date: (B)(6) 2018. Batch no: c40060. Production date: 2014-03-31. Expiration date: 2017-03-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / chronic pelvic pain") in an adult female patient who had essure inserted (lot no. C40060). Additional non-serious events are detailed below. Product or product use issues identified: patient-device incompatibility ("inability to tolerate the device"). The patient had a medical history of covid-19, nickel allergy, bartholin's abscess, parity 2, dyspareunia, numbness in leg, headache, menorrhagia and intermenstrual bleeding. Previously administered products included: mirena. As concurrent condition the report mentioned migraine. Concomitant products included tranexamic acid since (B)(6) 2021, amoxicillin;clavulanic acid since (B)(6) 2019, clobetasone for rash since (B)(6) 2017, hydrocortisone for rash since (B)(6) 2017 and propranolol since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic or hypersensitivity reaction,") and dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingo oophorectomy + removal of bilateral essure coils done on (B)(6) 2018). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered dyspareunia, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure administration. The reporter commented: product removal date: approx (B)(6) 2018. Essure removal date discrepancy noted: (B)(6) 2018 discrepancy noted: removal date as per argus (B)(6) 2017 as per mr: (B)(6) 2018 right : 3 coil in cavity left : 4 coil in cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: macroscopic description: two fallopian tubes received in the same pot both measuring 65mm in length and 10mm in maximum diameter. Microscopy: both the fallopian tubes confirm complete transection. Summary left and right fallopian tubes-complete transection batch no c40060 production date 2014-03-31 expiration date 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Removal date rcc updated. Concomitant medications added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.